Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Component code: appropriate term/code not available (g07002) used to capture no findings available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature abstract entitled ¿does malunion of the greater tuberosity after reverse shoulder arthroplasty in patients with complex proximal humerus fracture cause impaired clinical outcomes? A prospective cohort study¿ written by fischer j., welter j.e., horn n., graber s., jaberg l., pape h.-c., and hess f. Published in the swiss medical weekly in june of 2022 was reviewed. 56 patients underwent an rsa with delta xtend to treat a proximal humeral fracture. No indication if the humeral stems were cemented for pressfit. Adverse events: one patient had a one-stage revision for infection and hematoma due to early rivaroxo-ban intake. There as no mention of which implant(s) were revised. One patient underwent open reduction and internal fixation for acromion insufficiency fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d2b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.